Event description:
Reported as: "pt ok for several years. Operated for slippage. Leakage seen on x-ray".

Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device indicated puncture damage to the belt with missing material and non penetrating nicks. Analysis of the device was not conclusive regarding the exact cause of the event. Another breakage was noted in the ring and band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."